Manufacturer narrative:
(B)(4). D10: comp primary stem 10mm mini cat#: 113630, lot#: 381700, comp aug mini bsplt w tpr sm cat#: 110032410, lot#: 64370721, comp rvs cntrl 6.5x20mm st/rst cat#: 115394, lot#: 599250, comp lk scr 3.5hex 4.75x30 st cat#: 180553, lot#: 501970, comp lk scr 3.5hex 4.75x15 st cat#: 180550, lot#: 885030, comp lk scr 3.5hex 4.75x30 st cat#: 180553, lot#: 050120, comp rvrs shldr glnsp std 36mm cat#: 115310, lot#: 930660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that a patient had a right reverse total shoulder arthroplasty performed approximately 5.5 years ago. The patient did very well throughout the study until reporting severe pain and instability with activities at the 5 year follow up. No treatment or intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, e2, e3, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Crfs were provided were provided and reviewed by a health care professional. Review of the available records identified the following: [6 weeks post op] x-rays normal. No instability, pain 8.5/10, ases 29.2. Slight pain, no problems. [6 months post op] x-rays normal. No instability, pain 2.1/10, ases 79.5. Slight pain with moderate problems while walking. [2 years post op] x-rays normal. No instability, pain 0/10, ases 85. Moderate pain with slight problems while walking. [3 years post op] x-rays normal. No instability, pain 0/10, ases 81.7. Slight pain, with moderate problems during usual activity and walking. [5 years post op] x-rays normal. Instability 9/10, pain 8.5/10, ases 30.8. Moderate pain and problems while walking, with slight problems washing/dressing and doing usual activities. Ae: pain with activities, no treatment or intervention noted. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.